Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative an overdischarge. The patient did not charge the battery for about 2 years. He did not remember if stimulation worked or not. The patient stated they performed an MRI at some point a couple years ago when he shouldn't have. The patient did not remember if stimulation was working before then. Attempt at physician mode recharge was unsuccessful and patient will discuss explant with healthcare provider. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.